Event description:
Caller alleged discrepant results with the inratio2 meter compared to the lab. Results as follows: date: (B)(6) 2012; inratio2 result: 6.0, 4.0; strip lot#: (266654); lab: 3.0. Date: (B)(6) 2012; inratio2 result: 0.9; strip lot#: (272214); lab: 1.4. The inratio2 test was repeated on a new finger a few mins later. A lab draw immediately following the second inratio2. Each value the customer provided was approximate, as she did not have the pt results in front of her. Pt's therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.